Manufacturer narrative:
The product has been received by boston scientific. Upon analysis completion, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead exhibited loss of capture due to a dislodgment. This was confirmed via x-ray. Therefore, it was explanted and replaced with a new one. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed environmental stress cracking (esc), 52 mm from the terminal pin. This type of damage is consistent with repeated stress over time. The reported loss of capture, is likely the result of the lead damage observed by the laboratory. He dislodgement allegation was not confirmed by product analysis, but was assigned the code known inherent risk of device, based on the field report.

Event description:
It was reported that this lead exhibited loss of capture due to a dislodgment. This was confirmed via x-ray. Therefore, it was explanted and replaced with a new one. The lead has been returned for analysis. No additional adverse patient effects were reported.